Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge and the distal end of the glass cap was detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap were detached and returned; the glass cap exhibited moderate devitrification at the output window location; the metal cap exhibited moderate burnt on detritus; the outer flow tube exhibited severe signs of damage/melting at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the ¿metal cap on fiber just came off.¿ no other details available.